Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device found that the handshake connection was bent, and the coil was stretched and kinked at the handshake connection.

Event description:
It was reported that the burr was stuck in the lesion. The target lesion was located in the left anterior descending artery (lad). A 1.25mm rotablator rotalink plus was selected for percutaneous coronary intervention (pci). During the procedure, the rotalink plus was inserted but the lad vessel was too tortuous, and it was thought that the burr could be stuck in the calcium due to vessel tortuosity. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that the burr stuck in the lesion. The target lesion was located in the left anterior descending artery (lad). A 1.25mm rotablator rotalink plus was selected for percutaneous coronary intervention (pci). During the procedure, the rotalink plus was inserted but the lad vessel was too tortuous, and it was thought that the burr could be stuck in the calcium due to vessel tortuosity. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr stuck in the lesion. The target lesion was located in the left anterior descending artery (lad). A 1.25mm rotablator rotalink plus was selected for percutaneous coronary intervention (pci). During the procedure, the rotalink plus was inserted but the lad vessel was too tortuous, and it was thought that the burr could be stuck in the calcium due to vessel tortuosity. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. It was further reported that the 80% stenosed target lesion was located in the severely tortuous and severely calcified lad. Additionally, the burr didn't get stuck in the lesion and just fell right in.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device found that the handshake connection was bent, and the coil was stretched and kinked at the handshake connection.